Event description:
The device was returned to a third-party service center for evaluation. A ventilator inoperative alarm was confirmed in the error log review. The circuit board needs to be replaced to address the issue.